Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04330. The pt received two leads with the same lot number. It was reported the pt had an infection, and the physician opened the ipg pocket, and the lead incision site and had cleaned both sites. The pt was placed on oral antibiotics. The scs system remained implanted. F/u identified the issue was still being monitored by her physician.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.